Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two (2) events were reported for this quarter. Two (2) devices were received for evaluation; 1 event was confirmed during testing. One (1) device was found to be affected by missing paint chips. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had missing paint chips. One (1) event had no patient involvement; no patient impact. One (1) event had no known patient involvement; no known patient impact.